Manufacturer narrative:
(B)(6). Results: bd had not received samples or photos from the customer facility for evaluation in support of this complaint; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation by simulated draw/use. The customer's indicated failure mode for leakage was not observed on all 10 samples. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned in support of this complaint, and the defect was not evident in the evaluation of the retained samples and DHR review.

Event description:
It was reported that there was leakage from the sleeve of a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. No serious injury, blood to mucous membrane exposure or medical intervention was reported.